Event description:
Literature: toft m, lilleeng b, ramm-pettersen j, et al. Long-term efficacy and mortality in parkinson's disease patients treated with subthalamic stimulation. Mov disord. 2011. (B)(4). Summary: the authors report on the first 144 patients who received subthalamic nucleus deep brain stimulation (stn-dbs) surgery from january 2001 to december 2007 in this retrospective study. Preoperative scores and at least 1 assessment 12 months after surgery were available for 131 patients (mean age of 60.3 years). Postoperative evaluation was then carried out annually, with the neurostimulator turned on and patients were followed until december 31, 2008, or death. Reportable event: a (B)(6) female with troublesome tremor, fluctuating motor symptoms and dyskinesias. She had a history of re current depression, and probably experienced an episode of hypomania in the weeks following surgery. During follow-up it became evident that the patient also had chronic alcohol dependency and a range of psychosocial problems which had been unknown to the treating physicians prior to surgery. There was only a moderate efficacy of subthalamic stimulation on her motor symptoms. Sixteen months after surgery she was admitted to hospital and diagnosed with depression, anxiety and somatoform pain disorder. Treatment with citalopram and oxazepam was initiated. She committed suicide ten days later.

Manufacturer narrative:
Date of death is unknown, no estimate available so the date of notification was used.